Event description:
It was reported that the patient with this right ventricular lead experienced syncope episodes and chest pain. Evaluation was performed and it was found that high pacing thresholds and loss of capture was observed on the right ventricular lead. A lead revision was performed and it was decided to explant and replace the lead. It was suspected that, during the implant procedure, tissue got on the helix, however it could not be confirmed. This lead is expected to be returned for analysis. No further adverse patient effects were reported.